Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, he patient works at a hospital, and in the morning, his cgm displayed 300 mg/dl after eating breakfast. He injected an unspecified amount of insulin and an hour later, his cgm value decrease to 200s mg/dl. He was driving a golf cart at work, ran up onto the curb and fell out of the golf cart. The patient was taken to the emergency department by other employees, his cgm displayed a value in the 200s mg/dl but his bg was 58 mg/dl. The patient was given orange juice which did not increase his bg sufficiently and an IV with glucose was administered. Once his bg stabilized, he was released but his cgm displayed 233 mg/dl, but his bg was 165 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.